Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity/ambient light, optical problem, interoperability problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited error code e315. There was no patient involvement.